Event description:
Filter lodged between the storage tube and catheter transition. The entire system was removed and replaced with another of the same make to complete the procedure with no further complications being reported.